Event description:
It was reported that while using unspecified bd¿ needle the needle broke off in customers arm. The following was recieved from the initial reporter: verbatim: xxx from xxx called in and stated that she had a customer notify her that he was having an issue with needles he received from xxx. The customer is stating that some of the syringe came in the box broken. Also the needle broke off in his arm. Bd ins syringe us 0.5 ml 8mmx31g xxx xxxx - xxx risk management dept. - wants to be contacted once we have talked to the customer. Customer stated he had 2 ER visits due to needle stuck in arm.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using unspecified bd¿ needle the needle broke off in customers arm. The following was received from the initial reporter: verbatim: xxx from xxx called in and stated that she had a customer notify her that he was having an issue with needles he received from xxx. The customer is stating that some of the syringe came in the box broken. Also the needle broke off in his arm. Bd ins syringe us 0.5 ml 8mmx31g xxx xxxx - xxx risk management dept. - wants to be contacted once we have talked to the customer. Customer stated he had 2 ER visits due to needle stuck in arm.